Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the ccd driver pcb fluid damage, the lg cable connector fluid damage, the light guide cable coating damage, the lg cable connector corroded, the operation channel cut, the remote control buttons cut, the r/l knob disinfections damage, the distal body worn out, the light guide fiber bundle (lcb) defective, the insertion flexible tube (ift) discolored, the suction channel kink, and the u/d and the r/l knobs white marking faded/missing; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.